Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient¿s blood glucose (bg) elevated to 202mg/dl and was treated at urgent care with IV fluids and insulin injections. The reporter noted that they had tried to correct the patient¿s bg using boluses from the pump as well as injections via syringe prior to going to urgent care, but bg did not adequately respond. Customer technical support (cts) reviewed the pump with the reporter and found all settings and histories were correct. Cts advised the reporter that since bgs did not respond to manual injections or to boluses via the pump, that indicated there may be an issue with the insulin and they should try using a new bottle of insulin. No pump defects were found during troubleshooting. This complaint is being reported based on the allegation that the patient sought medical intervention for hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.